Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found probe waste chamber errors with "shutdown incomplete errors" and excessive blood buildup in the chamber. The field service engineer performed a thorough cleaning of the vacuum chamber and adjusted the hemoglobin lamp. The fse performed verification of instrument performance for aspiration, probe alignment, bsv and dv performance, sample and reagent delivery and hemoglobin lamp output. The original involved patient sample was retested on both instruments with all results matching expectations. Upon completion of the necessary and verified repairs, the instrument was returned back into service. The root cause for this event is excessive blood buildup in the instrument's vacuum chamber. Corrective actions are currently underway to address this issue.

Event description:
The customer reported that on (B)(6) 2011, erroneous complete blood count (cbc) results were generated on an unicel dxh 800 coulter cellular analysis system for on patient sample. The initial test yielded erroneous white blood cells (wbc), red blood cells (rbc), hemoglobin (hgb), mean corpuscular volume (mcv) and platelet (plt) results. An instrument generated hgb/hct check failure message caused the laboratory to investigate the results. The sample was retested on the same instrument with similar erroneous results and messages. The sample was subsequently retested on a different instrument which generated expected results. No erroneous results were reported outside of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The instrument was performing within quality control specifications with respect to controls (accuracy) and reproducibility (precision) and controls executed before and after the incident generated results within assay ranges. Sample collection and handling information was not provided by the customer.